Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The consumer was advised of sodium azide being present in the reagent, to seek medical advice if irritation occurs, and to flush the contacted skin with copius amounts of water. The reagent safety data sheet and contact information for poision control were also provided to the consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported getting extraction reagent in their nose when using the binaxnow covid-19 antigen home test. Although requested, additional information was not provided.